Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 20-21, 2024. H11: the actual device was received for evaluation with 97ml of fluid in the bladder. A visual inspection showed no evidence of fluid flowing out at the distal end of the flow restrictor. Microscopic inspection of the flow restrictor revealed the cause of flow problem was due to micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the condition was due to user error. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The product label (IFU, instructions for use) has instructions regarding the proper filling technique to avoid this type of occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor did not deflate and stopped delivery. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.